Manufacturer narrative:
Concomitant product: product ID: 8703w, lot# l58814, implanted: (B)(6) 1999, product type: catheter (B)(4).

Event description:
It was reported the patient had a revision on (B)(6) 2008, replaced the pump due to an expired battery, and replaced ¿the cord too back to tc (middle of shoulder blades).¿ the patient was receiving intrathecal baclofen therapy. A follow-up report will be sent if additional information becomes available.